Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The sample initially resulted in a troponin t value of 807 pg/ml and it repeated as 172 pg/ml.

Manufacturer narrative:
Calibration and control data did not show any indication of an issue. A general reagent issue can be excluded. Camera images from the analyzer showed that most samples were clear and free of particles. The investigation could not identify a product problem. The cause of the event could not be determined.